Event description:
It was reported that two days after surgery the patient developed serratia gram negative rod infection with implant of an intraocular lens (iol). Surgery center is checking everything to include instruments, lens, and cartridge. Further information indicated that the patient is being treated with antibiotics. It was stated that the lens remains implanted and that the patient has no vision in their left eye. No further information was provided. A separate MDR is being filed for the cartridge used in the procedure.

Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. A sterilization record review was performed. There were no alarms recorded in the documentation for the lot and all the biological indicator test passed with no growth observed. The documentation was complete and no deviations were recorded. The lens met sterilization criteria before release.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass disposition. No deviation was identified or non-conformance (ncr) was generated during the manufacturing process. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. The biological indicators test was evaluated for the sterilization cycle and no growth was observed. Environmental monitoring records were reviewed for the time period when this production order was processed, and no environmental action was found. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.